Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). It was reported that the lead was passed to the sterile field and was noted to be bent. The lead was not implanted. No patient symptoms or further complications were reported as a result of this event.